Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported unknown side textured to smooth implant exchange. Healthcare professional later reported "hole, non-specific" with "signs of rupture" and "signs of gel fracture." Device has been explanted and replaced.